Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the patient was receiving power limit advisory alarms and reported that the pump sounded terrible. Waveforms were sent in for analysis which confirmed the alarm. A CT scan and tee found the outflow graft to be completely patent and the inflow conduit was shown to be positioned against the anterior wall causing lower flows of 3.2 lpm; however, the inflow positioning would not affect the alarm reported. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. This event was discovered in an audit of our records of pump exchanges to our clinical trial device and is currently being addressed through our corrective and preventive action system. Preventive measures are being implemented to assure that all required MDR reports are filed in a timely manner.